Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump had under delivery. The blood glucose level was 340 mg/dl at the time of incident. The current blood glucose was 260 mg/dl. Customer¿s blood level was 120 mg/dl when customer left the doctor¿s office. Customer treated with manual injection. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Insulin pump passed displacement test. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will not be returned for the analysis.